Event description:
The haptic of the lens stuck in the delivery during insertion into the eye. The lens was removed and another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00255 for intraocular lens used with this delivery device.